Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the physician had issues attempting to manipulate and position the right atrial (ra) lead due to tortuous anatomy. Multiple stylet exchanges were performed with difficultly advancing and withdrawing the stylet on each insertion and removal. After the sheath was split and removed, the physician attempted to reposition the ra lead but it was significantly more difficult. Upon removing the lead, it was noted that the helix was not retracted. The physician tried to retract the helix without success. Apparent damage to the distal portion of the lead was noted. The ra lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis revealed that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant and stretching.